Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 450 mg/dl. Customer treated their high blood glucose levels with the insulin pump. Customer also reported damage on the insulin pump. Troubleshooting for the cosmetic damage was performed. Customer advised there was a crack on the reservoir compartment and they are not sure how it happened. Customer advised they have some items in the car and will call back to troubleshoot for their high blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a broken reservoir tube lip, a cracked case at the reservoir tube window corner, and cracked battery tube threads.